Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034- 2018- 01433, 0001825034 - 2018 - 01434. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported in (B)(6) one patient underwent right knee surgery on (B)(6) 2014. Subsequently, post-operative pain and other experiences were reported at the follow up visits: post op visit eq5d - some problems walking, unable to perform usual activities, moderate pain and oxford - moderate pain, troubled by pain in bed most nights, pain has moderately interfered with usual work, and moderately difficult to go down stairs. One year - eq5d - some problems walking, moderate pain; oxford - often limping, moderately difficult to kneel, and troubled in bed by pain most nights. At this time there is no indication of surgical delays or medical intervention.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3002806535 - 2018 - 00532.